Event description:
Information was received from a patient's representative regarding an external device. The reason for call was patient's husband (caller) stated they had some problems with the controller in the past where they had gotten a couple error messages (they think "m30" or "m60"), sometimes the controller would turn stimulation off, and other times when they were charging the implanted neurostimulator, the controller said the battery was way down, but then it would go up and all of a sudden go fully charged. Caller then said they kept getting a screen saying the controller battery was low, but the controller was fully charged. Caller would reset controller, and would then be able to charge with excellent quality, but if they laid the controller down after a few moments, the excellent would go off and the screen would just say recharging and then controller battery low message and they would have to reset again. Caller also said sometimes it would take forever to find the device, but would start charging as long as they were standing there holding the controller and had the recharger placed in just the right spot over the implant (caller said they thought all the paddle had to do was be within proximity to the implant, but now if they had the solid of the paddle offset on the edge of the device then they could get excellent) they could charge, but patient would have to lay flat and not move as well because they tried using the belt, but said that was a pain in the neck. Agent asked event date, caller said probably about a week or so ago and then today charging they really had the issues, however agent asked event date again because caller said they'd had issues in the past and caller just said even quite a while ago they got an error message but then charging was alright again (agent putting event date as asked unknown). Caller inspected recharger and controller port, but did not see any damage. Caller cleaned connections and blew into controller port. Caller then mentioned for probably a month or so, the top button on the controller would do nothing anymore and every once in a while the controller would come up with a white screen, when not charging the implant. The issue was not resolved. A replacement controller was sent out. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.